Manufacturer narrative:
Product analysis: it was determined at analysis that both output connectors on the external pulse generator were broken. It was additionally noted that the lower case was broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.